Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch not recognizing touch was unable to be confirmed. The heartmate touch (serial number (B)(4)) was not returned for analysis. Reported information stated that the issue occurred during pump preparation in the operating room. The heartmate touch screen was not sensitive to touch attempts to prime the pump. The app was closed out and opened again, and the app worked intermittently with touches on the tablet. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide rev. B under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen. Heartmate 3 IFU, chapter 4 ¿heartmate touch communication system¿, and the heartmate touch communication system quick start guide, under ¿how to use the heartmate touch communication system¿, explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch (hmt) was not recognizing touch multiple times during pump prep in the operating room (or). The screen was not sensitive to touch attempts to prime the pump. The app was closed out and opened again. The app worked intermittently with touches on the tablet, and the hmt was taken to biomed for troubleshooting.